Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of an access basic solution set leaked. The event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a cut in the tubing near to the assembly with the drip chamber. An underwater leak test was performed and the device leaked at the cut. A visual inspection was performed on ten (10) retention samples with no issues noted, the retention samples were in good condition and presented no damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.